Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the system error code 200.5080 on the pump module was not replicated in the testing, however, was confirmed in the log review. The results of the laboratory replication tests were inconclusive, as the system code error could not be replicated. The pump module successfully underwent preventive maintenance and calibration. The left (female) iui connector was observed to have a pin with slight deviation. The crooked pin is number 7 with sequence from left to right (15-1) which represents common bus (485) transmit-. However, the iui no observed corrosion, fluid or cracks. The bezel assembly was observed with a manufacturing date of september 2024 (not recall affected). The pump module (s/n: (B)(6) logs were retrieved from the systems to ascertain event details associated with the reported event. The event date as 23jan2025; time was not reported. A review of the suspect pump module event log showed that error code 200.5080 occurred on 23jan2025 at 8:58 am. This error code means a channel error as the result of a loss communication with the pcu that occurred when the system had been powered on again after the initial channel disconnect. No active infusion was programmed on the day of the reported event. As soon as the pump module attached to the pcu, the error code 200.5080 appears, the user deselected the pump module. Three (3) hours later the suspect device attached to another pcu and 1-2 minutes the device turns off. Alaris system user manual (v12.1), states within troubleshooting and maintenance ¿to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required.¿ the bd alaris¿ pcu software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. If the module loses communication, the infusion continues running. It will continue to operate according to the programmed parameters as indicated by the green infuse indicator. The red alarm indicator will flash to alert you to the error. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)). Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error 200.5080. There was no patient involvement.